Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient experienced the leakage from the infusion set on (B)(6) 2026, with the issue occurring after 1-2 days of use. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: norway.